Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The implanted impella cp pump was accidentally pulled out of the ventricle during repositioning. The pump was subsequently removed as a result of the noted issue. The patient was placed on ECMO for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.